Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Manufacturer narrative:
(B)(4).

Event description:
The ICD's vibratory alert is not functioning. The ICD was explanted and replaced. The patient is doing well.